Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed because the part/lot information could be: lot number - 356450 , expiration date - mar 31, 2017, implant date - (B)(6) 2007. Manufacturing date - mar 31, 2007. Or the part/lot information could be: lot number - 765530, expiration date - oct 31, 2017, implant date -(B)(6) 2007, manufacturing date - oct 31, 2007. Concomitant medical products: us157852 m2a-magnum pf cup 160870,  11-103205 taperloc por lat fmrl 474420,  157446 m2a-magnum mod hd 409780, us157852 m2a-magnum pf cup 538170 , 11-103206 taperloc por lat fmrl 461790,  157446 m2a-magnum mod hd 361870. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [add reason, as available]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03230.

Event description:
It was reported the patient had a total hip arthroplasty. Subsequently, approximately twelve years post operation the patient was revised due to an unknown reason. Additional information was requested, however none was available.